Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer states that the heel warmer exploded when activating. The customer states that it exploded onto the employees arms and face. The customer reports that it looks like the top of the bag is not sealed properly, it landed on the wall and the employees face. The customer reports that the employee washed it off.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.